Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified through review of the event history log as no evidence of downstream occlusion alarms were found. However evaluation was able to reproduce a low downstream occlusion reading. The cause was determined to be the force sensor. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a downstream occlusion reading that was too low. The problem occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.